Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected power loss, replace battery alarm or replace battery now alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for replace battery now. Blood glucose was unknown. Customer reported that they having problems with batteries, it states its dead the next day, also has power contact errors and today it is saying insulin flow blocked alarm. Customer reported that this is not the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.